Manufacturer narrative:
According to ad-tech clinical specialist, the anchor bolts most likely broke or bent after implantation. In this specific case (as stated in the event description), the patient experiences a seizure while lying in bed, patient did not fall or hit head on anything, per eeg, surgeons and neurologist, the seizure was unremarkable. After examination it was determined that 3 of the bolts were broken under the skin at threads and broken half remained lodged in head. The removal required larger incision and additional manipulation to remove. This investigation is still on-going. The following is a list of bolts and lot numbers that were broken: lsb-bx-06 lot 208140618 (no UDI). Lsb-ax-06 lot 208140625 (UDI listed).

Event description:
Ad-tech was made aware of an issue on 2/10/2017. It was found that the patient had 14 cranial anchor bolts and electrodes implanted on (B)(6) 2016. The patient had unremarkable seizures while lying in bed, no falls or hitting of their head. Upon examination, it was found that the patient had 3 broken bolts under the skin at the threads and the broken half remained lodged in the head. The removal required a larger incision and additional manipulation to remove. To date, there have been no reports in regards to negative impact to patient safety.

Manufacturer narrative:
According to ad-tech clinical specialist, the anchor bolts most likely broke or bent after implantation. In this specific case (as stated in the event description), the patient experiences a seizure while lying in bed, patient did not fall or hit head on anything, per eeg, surgeons and neurologist, the seizure was unremarkable. After examination it was determined that 3 of the bolts were broken under the skin at threads and broken half remained lodged in head. The removal required, larger incision and additional manipulation to remove. This investigation is still on-going. The following is a list of bolts and lot numbers that were broken: lsb-bx-06 lot 208140618 (no UDI). Lsb-ax-06 lot 208140625 (UDI listed). Updated 04/24/2017: based on the complaint investigation, there have been 4 similar complaints for anchor bolts breaking between january 1, 2015 and february 20, 2017. Device history record reviews of the impacted batch records were performed. No issues were noted in the work order process notes that would contribute to the reported complaint and all bolts passed the in-process and final quality control checks. No capas or investigations were identified for the alleged deficiency "anchor bolts broke" from the timeframe january 1, 2015 to march 1, 2017. No complaint return analysis could be performed as the product was not returned to ad-tech. It is probable that the anchor bolts broke as a result of the seizure that the patient experienced. Per the risk assessment, the risk level remains alap (as low as possible). All anchor bolt products were evaluated to obtain the mean annual clinical uses. All complaints identified through the historical complaint review were considered during occurrence calculations, since none refuted the reported deficiency. However, only one complaint had a return analysis which supported the alleged deficiency. The occurrence value remains the same and no additional changes are required within ad-tech's user failure modes and effects analysis (ufmea) for anchor bolts. As stated in ad-tech's benefit versus risk documentation, all indicated uses of the device have mitigated risks that are determined to be alap. In view of the complete analysis, the benefits outweigh the risks. No further risk mitigations are available thus no corrective actions will be implemented as part of the complaint. The device malfunction did not cause a death or serious injury nor would it cause a death or serious injury should it recur. The broken bolts were able to be removed without causing injury.

Event description:
Ad-tech was made aware of an issue on 2/10/2017. It was found that the patient had 14 cranial anchor bolts and electrodes implanted on (B)(6) 2016. The patient had unremarkable seizures while lying in bed, no falls or hitting of their head. Upon examination, it was found that the patient had 3 broken bolts under the skin at the threads and the broken half remained lodged in the head. The removal required a larger incision and additional manipulation to remove. To date, there have been no reports in regards to negative impact to patient safety.